Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead insulation was fractured by the suture sleeve. The lead was not in use. The lead was explanted.